Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the valve. A leak test and microscopic analysis were performed which identified a cracked valve and flat crease flat based on the device analysis, the final assessment is a cracked valve seat diaphragm valve. The reason for reoperation was deflation, lost volume and is squishy.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a possible deflation on the right side and stated that "it is squishy" as if it "lost volume." Device remains implanted.